Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide was not visible in the viewing window, which indicates a needle mechanism failure. The patient's blood glucose was 168 mg/dl while wearing the pod between 24 and 36 hours in the arm. The patient reported giving correction boluses for blood glucose levels above 140 mg/dl.